Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level (bg) was 732 mg/dl and experienced diabetic ketoacidosis (dka). Reportedly, customer went to the emergency room and was subsequently admitted to the hospital. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital two days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.